Event description:
A caller reported encountering cgm error 42 related to their g6 sensor. Cts assisted the caller by providing complete pump reset information and guided them through the process. After the pump reset, the cgm error code did not reappear, and the caller successfully started their sensor session. There was no adverse impact to the customer's blood glucose level.